Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station went down with no power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down with no power. The field service engineer (fse) troubleshot the issue and found a failed drawer. The fse powered down the unit, removed and replaced the controller card for drawer 4.2, reassembled the station, and reseated the cables. The station was rebooted and tested successfully. The hardware test application passed, and the customer verified functionality by performing a recovery test. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.